Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
Bioglue was used in an aortic arch replacement for acute type a aortic dissection on (B)(6) 2015. It was applied to the false lumen (distal and proximal side) and 1 syringe was used. Felt was used for reinforcement. "Bioglue was applied to the healthy native tissue there was no calcification." "After three weeks from the first operation, the false aneurysm was recognized in the anastomosis area of the distal side from CT picture." Reoperation was performed (B)(6) 2015. "There were many thromboses around the graft. After removing them, bleeding started from that area. On the aorta wall just below the anastomosis of the distal side, a perforation was recognized. Bioglue peeled off from the aorta tissue. The intima could be easily removed from the thinning adventitia." Samples were sent to pathology for examination and "it seems there was no infection recognized but neutrophilic infiltration. The patient had a fever and high inflammation value. Bioglue remains and visible. It could be easily removed from the false lumen by a tweezer." The patient did not have any underlying conditions that may have contributed to the event, and the patient was noted to have allergy to egg and cheese. The patient's current status was listed as "the patient left the hospital." The surgeon was noted to not be a frequent user, "but he used more than 10 times."

Manufacturer narrative:
Bioglue was used in an aortic arch replacement for acute type a aortic dissection on (B)(6) 2015. It was applied to the false lumen (distal and proximal side) and 1 syringe was used. Felt was used for reinforcement. "Bioglue was applied to the healthy native tissue there was no calcification." "After three weeks from the first operation, the false aneurysm was recognized in the anastomosis area of the distal side from CT picture." Reoperation was performed (B)(6) 2015. "There were many thromboses around the graft. After removing them, bleeding started from that area. On the aorta wall just below the anastomosis of the distal side, a perforation was recognized. Bioglue peeled off from the aorta tissue. The intima could be easily removed from the thinning adventitia." Samples were sent to pathology for examination and "it seems there was no infection recognized but neutrophilic infiltration. The patient had a fever and high inflammation value. Bioglue remains and visible. It could be easily removed from the false lumen by a tweezer." The patient did not have any underlying conditions that may have contributed to the event, and the patient was noted to have allergy to egg and cheese. The patient's current status was listed as "the patient left the hospital." The surgeon was noted to not be a frequent user, "but he used more than 10 times." A parafin block of tissue samples was sent to cryolife for pathologic evaluation. Histologic sections show a segment of aorta with homogenous eosinophilic substance between layers of the outer media and adventitia consistent with bioglue present in a dissection false lumen. The media immediately adjacent to the bioglue appears viable with residual remaining nucleated smooth muscle cells with intact morphology. However, the layers of the media toward the true lumen surface are devitalized and characterized by loss of smooth muscle nuclei and disrupted architecture. At the end of one section there is loss of continuity of the bioglue with a large amount of fibrin, blood and cellular debris that extends from the intimal surface through the aortic wall onto the adventitial surface creating an apparent pseudoaneurysm. The process is associated with a mixed inflammatory cell infiltrate comprised of neutrophils, numerous eosinophils, lymphocytes and plasma cells. An additional section on the slide shows a full thickness defect in the aortic wall that appears to be in the early stages of healing characterized by granulation tissue with proliferation of fibroblasts mixed with diffuse inflammatory cell infiltrate comprised of eosinophils, plasma cells, lymphocytes, and occasional neutrophils. Adjacent to the area of healing there is chronic debris and thrombus in the outer layers of the media suggestive of residual thrombus from the original dissection. The only significant inflammation is present at the area of perforation. The majority of bioglue in the submitted sections shows no inflammatory reaction. The final diagnosis from the pathology report is the exact cause of the acute aortic perforation is not clear. However, an adjacent full-thickness defect of the media showing early stages of healing characterized by the presence of granulation tissue suggests that a near full-thickness defect existed in the wall of the aorta at the time of the initial dissection repair. This defect may likely represent a previous re-entry site. The cause of the medial degeneration seen in the aortic wall is unclear; however progressive degeneration of the media may have contributed to the initial dissection as well as further weakening of the aortic wall during the three-week period following surgery. Although there is a significant acute inflammatory process at this site of the perforation, no inflammation is associated with bioglue elsewhere in the submitted sample. The distributor identified lots 15mjx001 and 15mjx002 as being shipped to the hospital prior to the initial surgery. The manufacturing records for lots 15mjx001 and 15mjx002 were reviewed and it was confirmed that all records were controlled, available for review, and met all release specifications per the device master record. A review was performed of the available information. On (B)(6) 2015, the subject underwent an acute type a aortic dissection repair procedure in which bioglue was applied within the distal and proximal false lumens, according to the report. Three weeks following the initial procedure ((B)(6) 2015), a false aneurysm was observed at the distal anastomosis via CT. Upon reoperation "there were many thromboses around the graft...after removing them, bleeding started from that area." Additionally, a perforation was observed below the distal anastomosis and the bioglue had peeled away from the aorta (within the false lumen) which was easily removed using forceps. The exact cause of the acute aortic perforation is not clear. An acute perforation of the aorta was noted; however, evidence of a healing transmural defect suggests that there was previous aortic injury. It is unknown if the healing defect was a result of the original dissection or an iatrogenic injury occurring during surgery. The proximity of the acute perforation to the healing site also suggests that the etiology of the two lesions may be related. There is no histologic evidence to indicate that bioglue cause the perforation. A possible reason for bioglue to have "peeled off" from the tissue in the false lumen is inadequate site preparation prior to delivery of bioglue. The false lumen must be cleared of all thrombus and debris and must be dry in order for bioglue to adhere properly. The protein in any remaining thrombus will compete with the tissue, preventing adequate adherence. Although there is a significant acute inflammatory process at this site of the perforation, no inflammation is associated with bioglue elsewhere in the submitted sample. Additionally, failure of the bioglue to adhere to the tissue in the false lumen may have been a result of inadequate application site preparation (i.e., not fully clearing the false lumen of thrombus or debris, not applying to a dry field.). The IFU lists the following potential adverse events associated with the use of bioglue: failure of bioglue to adhere, anastomotic pseudoaneurysm, and a hypersensitivity reaction such as swelling or edema at the application site.

Event description:
Bioglue was used in an aortic arch replacement for acute type a aortic dissection on (B)(6) 2015. It was applied to the false lumen (distal and proximal side) and 1 syringe was used. Felt was used for reinforcement. "Bioglue was applied to the healthy native tissue there was no calcification." "After three weeks from the first operation, the false aneurysm was recognized in the anastomosis area of the distal side from CT picture." Reoperation was performed (B)(6) 2015. "There were many thromboses around the graft. After removing them, bleeding started from that area. On the aorta wall just below the anastomosis of the distal side, a perforation was recognized. Bioglue peeled off from the aorta tissue. The intima could be easily removed from the thinning adventitia." Samples were sent to pathology for examination and "it seems there was no infection recognized but neutrophilic infiltration. The patient had a fever and high inflammation value. Bioglue remains and visible. It could be easily removed from the false lumen by a tweezer." The patient did not have any underlying conditions that may have contributed to the event, and the patient was noted to have allergy to egg and cheese. The patient's current status was listed as "the patient left the hospital." The surgeon was noted to not be a frequent user, "but he used more than 10 times."